Event description:
Same case as MFR #a00070291. It was reported by the consumer that following a drug eluting stenting treatment procedure that a myocardial infarction occurred. The patient had a 2.75 mm taxus express2 drug eluting stent (des) and a 2.75x12mm taxus express2 des placed in unknown locations in a previous procedure. 6 weeks later, the patient experienced an "mi and blood clot". The patient had a non-bsc stent placed in an unknown location. It was reported that the taxus express2 stents "collapsed" which led to the second angioplasty. The patient is taking plavix and aspirin. The physician was contacted in an effort to obtain additional information. The physician reported that in his opinion, the event was considered to be a "patient issue and not a mechanical issue". Additional information was requested but not received in accordance with the physician's clinic's current hipaa policy.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event.